Event description:
After a few seals a small piece of insulation came off and a little later more of the insulation at the same side. The parts were taken out of the abdomen. One piece disappeared while removing. Occurred during sleeve gastrectomy for obesity.